Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off due to overheating. It was also noted that the vent was very loud. The programmer is expected to be returned. No patient complications have been reported as a result of this event.